Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. In addition, high gradient can be a result of possible valve related and/or non-valve related issues. Host tissue/pannus growth likely contributed, to a lesser degree, to this explant. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device has not been returned for evaluation as it was sent to the hospital pathology for evaluation. Therefore, the root cause for the pannus and high gradient remains indeterminable. However, it is possible that patient related factors and progression of the underlying disease may have contributed to the event. If new information is received or the device is returned for evaluation a supplemental report will be submitted. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 21mm pericardial aortic valve was explanted after an implant duration of approximately seven months. The aortic valve was explanted due to pannus and high gradient and was replaced with an unknown device. The valve was sent to hospital pathology. After the surgery, the patient was reported to be doing well.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the inflow aspect and on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. The wireform was exposed on commissure 2. X-ray demonstrated an intact wireform. The clinical report of pannus was confirmed; however, the report of high gradient could not be confirmed through visual observations of the returned device. (B)(4).

Event description:
Edwards received additional information that this 21 mm pericardial aortic valve was explanted after 7 months due to pannus and high gradients. During the procedure, the aortic prosthesis looked pristine but there was pannus formation on the sutures, sub-annularly. A sutureless/rapid deployment prosthesis was used in replacement and after the surgery, the patient was reported to be doing well.